Event description:
It was reported that revision surgery was reported due to dislocation.

Manufacturer narrative:
The damage observed on the femoral head was likely due to repeated contact with the acetabular shell as evident by the (B)(4) metal transfer on the femoral head. This likely occurred during the reported dislocation.